Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('implants had eroded through the uterus into the patient's peritoneal cavity.'), device breakage ('the essure devices were noted to be somewhat fragmented within the uterine fundus'), pelvic inflammatory disease ('chronic pelvic inflammatory disease') and ectopic pregnancy with contraceptive device ('pregnancy - ectopic/right ovarian ectopic pregnancy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, bleeding genital, stress incontinence, adenomyosis, pelvic adhesions, burch procedure, moschcowitz syndrome, endometrial ablation, haemorrhage intraperitoneal, pelvic pain, asthma, parity 2, hemorrhage postpartum, uterine bleeding, d & c and follicular cyst of ovary. Previously administered products included for an unreported indication: micronor and antibiotics. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("thermachoice endometrial ablation"). The patient was treated with surgery (hyst. (Full),salping.(bilateral),oophorectomy (bilateral) and salpingectomy(bilateral)diagnostic laparoscopic and removal of right ovarian ectopic). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device breakage, pelvic inflammatory disease, ectopic pregnancy with contraceptive device and endometrial ablation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device breakage, ectopic pregnancy with contraceptive device, endometrial ablation, pelvic inflammatory disease and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2007 now reported as (B)(6) 2007 date(s) of removal: (B)(6) 2008(discrepancy noted as per pif) 4 coils on the left and 7 coils on the right side. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-may-2021: final report was ticked. No new information is expected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('implants had eroded through the uterus into the patient's peritoneal cavity.'), device breakage ('the essure devices were noted to be somewhat fragmented within the uterine fundus'), pelvic inflammatory disease ('chronic pelvic inflammatory disease') and ectopic pregnancy with contraceptive device ('pregnancy - ectopic/right ovarian ectopic pregnancy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, bleeding genital, stress incontinence, adenomyosis, pelvic adhesions, burch procedure, moschcowitz syndrome, endometrial ablation, haemorrhage intraperitoneal, pelvic pain, asthma, parity 2, hemorrhage postpartum, uterine bleeding, d & c and follicular cyst of ovary. Previously administered products included for an unreported indication: micronor and antibiotics. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("thermachoice endometrial ablation"). The patient was treated with surgery (hyst. (Full),salping.(bilateral),oophorectomy (bilateral) and salpingectomy(bilateral)diagnostic laparoscopic and removal of right ovarian ectopic). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device breakage, pelvic inflammatory disease, ectopic pregnancy with contraceptive device and endometrial ablation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device breakage, ectopic pregnancy with contraceptive device, endometrial ablation, pelvic inflammatory disease and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2007 now reported as (B)(6) 2007 date(s) of removal: (B)(6) 2008 (discrepancy noted as per pif) 4 coils on the left and 7 coils on the right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and ectopic pregnancy with contraceptive device ('pregnancy - ectopic') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device and medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2007 now reported as (B)(6) 2007. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. This case become incident. Previously reported event injury to herself were updated to pregnancy ectopic, device ineffective and medical device removal. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('implants had eroded through the uterus into the patient's peritoneal cavity.'), device breakage ('the essure devices were noted to be somewhat fragmented within the uterine fundus'), pelvic inflammatory disease ('chronic pelvic inflammatory disease') and ectopic pregnancy with contraceptive device ('pregnancy - ectopic/right ovarian ectopic pregnancy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, bleeding genital, stress incontinence, adenomyosis, pelvic adhesions, burch procedure, moschcowitz syndrome, endometrial ablation, haemorrhage intraperitoneal, pelvic pain, asthma, parity 2, hemorrhage postpartum, uterine bleeding, d & c and follicular cyst of ovary. Previously administered products included for an unreported indication: micronor and antibiotics. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("thermachoice endometrial ablation"). The patient was treated with surgery (hyst. (Full), salping.(bilateral), oophorectomy (bilateral) and salpingectomy(bilateral)diagnostic laparoscopic and removal of right ovarian ectopic). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device breakage, pelvic inflammatory disease, ectopic pregnancy with contraceptive device and endometrial ablation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device breakage, ectopic pregnancy with contraceptive device, endometrial ablation, pelvic inflammatory disease and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2007 now reported as (B)(6) 2007. Date(s) of removal: (B)(6) 2008 (discrepancy noted as per pif). 4 coils on the left and 7 coils on the right side. Most recent follow-up information incorporated above includes: on 2-feb-2021: mr received: " previously reported event medical device removal is replaced with implants had eroded through the uterus into the patient's peritoneal cavity". Other events the essure devices were noted to be somewhat fragmented within the uterine fundus and chronic pelvic inflammatory disease added and made medically significant and intervention required due to surgery. Event thermachoice endometrial ablation added. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.